Event description:
A former vns pt reported to the manufacturer that she had several events of syncope and falling while implanted with the vns device. Per the attending surgeon's office, the pt's vns was explanted due to lack of efficacy. Attempts to the treating neurologist and surgeon for further information are in progress. The explanted vns generator and lead have been returned and product analysis is pending.